Event description:
It was reported the patient had their entire system explanted on (B)(6) 2013 due to an infection. Follow up reported that perioperative antibiotics were administered. The date of onset of the infection was (B)(6) 2013. The patient did not have meningitis. Signs and symptoms included fever, redness, swelling, and pain. The primary location of the infection was the device pocket. A culture was obtained from the pocket, lumbar region, and blood and was noted as (B)(6). IV antibiotics were administered and there was a total explant of the device. Patient outcome was not as infection resolved. It was also noted the patient was still under treatment.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).